Event description:
It was reported that a patient underwent a bkp at th11. It was reported that right before completion of the procedure, the surgeon noticed that sagittal image showed that a thread like line grew from anterior of th11 vertebra toward cranial. The patient underwent a CT scan after the procedure, and the surgeon confirmed one thread like body lined next to th11-th9 vertebra. The patient was reported as stable and asymptomatic with normal blood gas immediately post-op. No other complications were reported.

Manufacturer narrative:
(B)(6). (B)(4).